Event description:
It was reported that(1) device was used during a laparoscopic assisted vaginal hysterectomey. It was reported by the affiliate that the tlc55 stapler did not fire. More information to follow